Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es tower, there was tower door failure. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-jul-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the tower door failed and was unable to recover. A field service engineer investigated the reported failure of the tower door, found no issues, tested all doors with the customer and all were confirmed to be working. The customer tested in application. The system functioned as intended after the field service engineer troubleshot the device.